Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) female patient with factor 12 deficiency. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. There were no baseline tests performed. There is no explanation for the two I-stat results of <50 which are incompatible with life, then >1000 on the repeat test. The results of <50 are suspected to be analytical errors but could not be confirmed. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/01/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing of act kaolin cartridge lot r19009 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act kaolin cartridge lot r19009.